Event description:
User alleges they had five or six hyperinflation units missing the face mask. Notice upon setup. No pt impact.

Manufacturer narrative:
Visual examination of the returned sample confirmed that they received a package with no mask inside. Smiths medical asd, inc. Has not received any similar reports on this device catalog or lot number. Root cause: the mostly likely cause is that the operator did not place the mask into the polybag and the non-conforming product was not detected during the visual inspection at the packaging area by the operator. Corrective action: all the personnel involved were retrained by production on the applicable procedures. Action is being taken to install weight scales in the packaging area, in order to detect missing components.